Event description:
Per indicated: no information provided. Symptoms as a result of the event: none provided. Surgical/medical intervention required for permanent damage: none provided. Additional appointment required: none provided. Was the procedure completed using another implant or another device? None provided.

Manufacturer narrative:
One tapered screw-vent implant, (tsvm4b10) was returned for investigation. Visual/physical evaluation of the as returned product identified signs of use but no apparent signs of malfunction. The device was determined to be within specification. DHR and sterilization records (op#150) review was completed for the subject lot number 1254415. No deviations or non-conformances, which could have caused or contributed to device malfunctions, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1254415 for similar events and no other complaint was identified. The customer did not submit images. Appropriate documentation were reviewed. Based on the investigation no root cause could be determined due to lack of event information. Therefore, based on the available information, device malfunction did not occur, and event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.